Manufacturer narrative:
The reported events of inability to interrogate, no pacing output and premature battery discharge were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found below end-of-service level. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented to the emergency room with symptoms of dyspnea, fatigue, discomfort due to bradycardia caused by no low voltage output from the pacemaker (pm). Device interrogation was unable to be performed. Premature battery depletion was suspected on the pm. The physician elected to explant and replace the pm. The patient condition was stable.